Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple button alarms 22. There was no impact to the customers blood glucose level. Reportedly, the pump was in the customers pocket when the button alarm was going off. The customer was educated to keep items from pressing on the button. However, the customer stated that may have happened but did not pay attention and was unsure if items were pressing on the button to trigger the button alarm.